Event description:
Caller states that a patient received the following results on an inform meter within 10 minutes: 528 mg/dl and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips have been discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.